Event description:
It was reported that the patient was scheduled for an initial implant and during that, the right ventricular (rv) lead failed to capture. It was then found that the rv lead helix was bent, as a resolution, the rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.